Manufacturer narrative:
The device was returned and evaluated by the product analysis lab. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and the device passed along with all of the electrical testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The manual volumetric accuracy test could not be completed; however a visual inspection of the door assembly found the door piston foam deteriorated. The device was determined not to meet specifications for the reported issue of a volumetric accuracy failure during the rite functional test. The cause was determined to be a deteriorated door piston foam. The door piston foam was replaced during servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer postal code: (B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.